Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the handheld cable was disconnected from the handheld printed circuit board however no frayed or exposed wires were identified. After reconnecting the handheld cable, the handheld screen functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the handheld cable was not confirmed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the cord for the handheld screen. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.